Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the patient programmer and charger. A replacement charger was sent to the patient; however the ipg had not been charged in a while. As such, the ipg was inoperable. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified stimulation was restored following the procedure.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the ipg was explanted and replaced.